Event description:
It was reported to medtronic minimed that the insulin pump displayed a solid white screen and stopped working after being bumped on a counter, resulting in a crack on the front of the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting confirmed physical damage, and the issue was determined to impact pump functionality. The customer was advised to discontinue use of the pump, revert to their backup plan as per health care professional instructions., and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with blank flashing white display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank flashing white display. Pump was cut open to perform visual inspection and found cracked lcd controller (pcba 1), cracked lcd glass and bleeding on the lcd glass. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked and bleeding on the lcd glass. Blank flashing white display due to cracked lcd controller (pcba 1), cracked lcd glass and bleeding on lcd glass. Cosmetic damage was confirmed on the lcd glass. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h6 - replaced medical device problem code 1184 in place of 4021. 2. Section h6 - removed medical device problem code 2975.